Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd:(B)(6) 2020, UDI#: (B)(4) h3 ¿ analysis of catheter model 8781/serial # (B)(6)found ¿catheter body ¿ damage to transition tube¿. Analysis of catheter model 8782/serial # (B)(6) found ¿pin connector ¿ collet is not fully locked in place¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 01-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2020 regarding a patient receiving lioresal (concentration: 500 at a dose of 100) via an implanted infusion pump. It was reported that the patient was not experiencing any symptoms, however, there was fluid in the pump pocket. A dye study was performed and confirmed dye at the pump pocket with very little dye at the catheter tip. A catheter revision was performed on (B)(6) 2020 and a piece of the pump segment was found with decreased integrity. The entire catheter and pump were replaced. The issue was resolved. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient's status was alive - no injury and no further complications were reported or anticipated.